Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported the caller was reporting high impedances. The caller reported impedance values for the therapy measure showing high: c7 7273 c6 5269 c5 5511 c4 6082 4/7 6407 5/7 4525 6/7 2749 4/6 4360 4/5 3105 5/6 2207. The caller reported the patient¿s wife said therapy was working/beneficial. The caller had other unrelated issues, but therapy was reportedly functioning fine. There was an ins change for normal battery depletion. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported in an attempt resolve the high impedances the implant was replaced, and the extensions were wiped down and visually examined, but all looked normal. The cause of the high impedances was unclear with the impedances remaining high both pre-operative and post-operative when the implantable neurostimulator (ins) was replaced. No patient symptoms or further complications were anticipated.